Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I anti-hbc results for three patients. The following data was provided: sid (B)(6) initial result 2.65 s/co (reactive), repeated 1.21 and 0.41 s/co neg hbsag, anti-hbs immune; testing in 2022 was neg for both; testing in 2020 was neg for both and anti-hbs immune, sid (B)(6) initial result 6.57 s/co (reactive), repeated 2.01 and 0.31 s/co, neg hbsag, no other test history. Sid (B)(6) initial result 1.34 s/co, repeated 0.42 and 0.24 s/co, and 1.75 and 0.22 s/co, no impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module replaced and cleaned several parts including the tube, sample pipettor probe to pm sensor. No additional discrepant result issues have been reported since the service activity was completed. The tube, sample pipettor probe to pm sensor was determined to be the cause of the issue. He instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review did not identify any trends. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation, no deficiency was identified.

Event description:
The customer observed false reactive alinity I anti-hbc results for three patients. The following data was provided: sid (B)(6) initial result 2.65 s/co (reactive), repeated 1.21 and 0.41 s/co neg hbsag, anti-hbs immune; testing in 2022 was neg for both; testing in 2020 was neg for both and anti-hbs immune, sid (B)(6) initial result 6.57 s/co (reactive), repeated 2.01 and 0.31 s/co, neg hbsag, no other test history. Sid (B)(6) initial result 1.34 s/co, repeated 0.42 and 0.24 s/co, and 1.75 and 0.22 s/co, no impact to patient management was reported.